Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a fresenius 2008k2 machine alarmed for an air detector failure during a patient¿s treatment. There was no air in either the filter or the circuit. The patient¿s estimated blood loss (ebl) 90ml and treatment was cancelled. Additional information was requested but has not yet been provided. The complaint device was reported to be scheduled for service.

Manufacturer narrative:
Correction: occupation. Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. Multiple attempts were made to obtain status update and no resolution has been received to date. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.